Event description:
It was reported that during a transesophageal echocardiography (tee) study, the transducer prompted a usacquisitionhw_36 error. The user replaced the transducer with a similar device to continue and complete the study. There was a ten minute delay while the replacement transducer was obtained. There was no loss of data and there was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is received at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed. During system test, the reported system error 40 was reproduced. It was found during leakage test that there is a hole on the inside of the articulation sleeve. The possible root cause of the reported phenomenon is due to the pin hole on the articulation sleeve which allowed liquid to infiltrate into the articulation area. Liquid infiltration can cause leakage and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: CAPA (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.